Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield modified skull clamp was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the a1059 mayfield modified skull clamp slipped and caused patient laceration (unspecified). This was noted during a craniotomy procedure on (B)(6) 2020. Patient's laceration was stapled to close. Additional information has been requested.